Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was turning off and the patient cannot reprogram their device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was working perfectly with no issues and the patient was feeling better than they had in years. It was noted that the issue reported was with regards to the programmer antenna; the antenna had a loose wire and was fixed by a manufacturer representative. The root cause was unknown. No further complications were reported/anticipated.